Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported the patient's implantable neurostimulator battery "died." It was also reported the manufacturer representative had scheduled an appointment for (B)(6) 2013 to meet with the patient and interrogate the battery to determine its status. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3487a-33, lot# v009229, implanted: (B)(6) 2006. Product type: lead: product ID 3487a-33, lot# v007634, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Event description:
It was confirmed that the ins was able to be charged back to full and then was reprogrammed. The patient thought it felt much better than it ever had.